Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: 2 1/2 hours after the procedure. It was reported that 2 1/2 hours after an uneventful stenting procedure of the right internal carotid artery with embolic protection, the patient developed symptoms of a stroke. The patient was treated according to the hospital's stroke protocol. The symptoms were monitored and improved steadily enough for the pt to be discharged to home five days later in 2007, with arrangements made for outpatient physical therapy. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.